Event description:
It was reported that a magnesium infusion was hung as secondary on line with normal saline running to keep vein open (tko) . Infusion was programmed to run over 4 hours at a rate of 12.5ml/hour. Clinician returned to the room shortly after and noticed magnesium bag was missing a large amount of volume. Clinician paused the pump and clamped the line and when clinician returned , the magnesium was completely empty. The clinician emptied both the 250 ml bag of ns and the small amount of magnesium line and got a total volume of 315ml. Reflux valve on the primary tubing was noted to have failed and allowed the magnesium to drain into the normal saline flush bag. There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : c20 - no findings available, d15 - cause not established. Correction : medical device serial #, concomitant med prod data, device manufacture date. Additional information : imdrf annex a, g, b, c, d codes.

Manufacturer narrative:
Correction : initial reporter facility name.

Event description:
It was reported that a magnesium infusion was hung as secondary on line with normal saline running to keep vein open (tko) . Infusion was programmed to run over 4 hours at a rate of 12.5ml/hour. Clinician returned to the room shortly after and noticed magnesium bag was missing a large amount of volume. Clinician paused the pump and clamped the line and when clinician returned , the magnesium was completely empty. The clinician emptied both the 250 ml bag of ns and the small amount of magnesium line and got a total volume of 315ml. Reflux valve on the primary tubing was noted to have failed and allowed the magnesium to drain into the normal saline flush bag. There was patient involvement but no harm.

Manufacturer narrative:
Omit : a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, b15 - analysis of data provided by user/third party, b17 - device not returned, c19 - no device problem found, d14 - no problem detected. Correction : unique identifier (UDI) # added pi to the unique device identifier (UDI)# field. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action #.

Event description:
It was reported that a magnesium infusion was hung as secondary online with normal saline running to keep vein open (tko). Infusion was programmed to run over 4 hours at a rate of 12.5ml/hour. Clinician returned to the room shortly after and noticed magnesium bag was missing a large amount of volume. Clinician paused the pump and clamped the line and when clinician returned, the magnesium was completely empty. The clinician emptied both the 250 ml bag of ns and the small amount of magnesium line and got a total volume of 315ml. Reflux valve on the primary tubing was noted to have failed and allowed the magnesium to drain into the normal saline flush bag. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a magnesium infusion was hung as secondary on line with normal saline running to keep vein open (tko). Infusion was programmed to run over 4 hours at a rate of 12.5ml/hour. Clinician returned to the room shortly after and noticed magnesium bag was missing a large amount of volume. Clinician paused the pump and clamped the line and when clinician returned, the magnesium was completely empty. The clinician emptied both the 250 ml bag of ns and the small amount of magnesium line and got a total volume of 315ml. Reflux valve on the primary tubing was noted to have failed and allowed the magnesium to drain into the normal saline flush bag. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a magnesium infusion was hung as secondary on line with normal saline running to keep vein open (tko) . Infusion was programmed to run over 4 hours at a rate of 12.5ml/hour. Clinician returned to the room shortly after and noticed magnesium bag was missing a large amount of volume. Clinician paused the pump and clamped the line and when clinician returned , the magnesium was completely empty. The clinician emptied both the 250 ml bag of ns and the small amount of magnesium line and got a total volume of 315ml. Reflux valve on the primary tubing was noted to have failed and allowed the magnesium to drain into the normal saline flush bag. There was patient involvement but no harm.